Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 77214 with the incident lot was observed.

Event description:
It was reported the bd vacutainer® urine analysis preservative tube was scratched.

Manufacturer narrative:
Medical device type is corrected to jka. Returned to manufacturer on is corrected to 02/14/2017. (B)(6). PMA / 510(k)#: is corrected to exempt. Device manufacture date is corrected to 10/05/2016.

Manufacturer narrative:
Medical device catalog is corrected to # 364992. Date received by manufacturer is corrected to 02/07/2017.